Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type lead product ID: 37791, product type: recharger. (B)(4).

Event description:
It was reported the patient¿s ¿battery was dead.¿ the patient reported the battery had been depleted for a ¿couple days¿ at the time of report. It was stated the patient last felt stimulation the morning of report. The patient reported they had both never charged their implantable neurostimulator (ins) and that they had charged the ins the day prior to report. It was stated when they charged the ins they received 3 to 4 coupling boxes. It was reported that at the time of report the patient observed the reposition antenna screen and that upon turning the antenna dial the patient saw 8 coupling boxes with none of them filled in. The patient then used the antenna locate feature and could not get a number higher than 60 and they continued to observe 0 coupling boxes. It was further reported the patient did not think the recharger was charged and that upon plugging in the recharger it began charging. It was stated the patient then reported the recharger was half full. The patient also reported at first their ins had moved and then later during their initial report said the ins had not moved at all. It was noted the patient seemed confused at the time of report and was reporting conflicting information. The patient additionally reported they were not trained adequately on using the device. It was noted the patient later reported they continued to get 0 coupling boxes. Additional information from later during the day of initial report stated all 8 of the coupling boxes were filled in for the patient. It was noted the patient was going to continue to charge at that time. The patient was redirected to his healthcare provider (hcp). A supplemental report will be filed if additional information is received.